Manufacturer narrative:
(B)(4).

Event description:
New information states that during the capacitor maintenance a popping sound from the device was heard. The device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic after receiving a vibratory notifier. The capacitor charge time limit had been reached. During capacitor maintenance the programmer clicked and reported last max charge. The patient was well.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.